Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient passed away. Review of the available programming and diagnostic history showed that the patient was programmed off on (B)(6) 2006. Attempts for additional information have been made, but no further details have been received to date.